Event description:
The physician reports that the crystalens trailing haptic tore during insertion using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully. Reference MDR #2031924-2010-00076.

Manufacturer narrative:
The device history records were reviewed and ther were no discrepancies or unusual findings that relate to the reported issue. The lens injector was returned to b&l and subjected to visual examination, which revealed a bent nozzle tip. (B) (4).